Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the placement of the right atrial (ra) lead during the implant procedure, the patient became severely short of breath and combative. An echocardiogram revealed a cardiac tamponade from perforation which required placement of a chest tube. During placement of the chest tube, the ra lead dislodged. The ra lead was repositioned several times in order to find acceptable measurements. The ra lead remains in use. No further patient complications have been reported as a result of this event.